Event description:
On 05/01/1998 the account reported an erratic creatine kinase-myocardial bands result of 11.4 ng/ml which was run on the axsym analzer. The sample was later retested, giving 3.0/3.3 ng/ml. No report of injury.